Event description:
Customer reported that autopulse chest compressor system had intermittent chest compressions. No adverse event was reported.

Manufacturer narrative:
The autopulse device (s/n (B)(4)) involved in this event was returned to zoll circulation on (B)(4) 2012 and was analyzed. Analysis indicated that the head restraint was damaged and the corner of the top cover was damaged. It was also noted that the screw posts and battery lock were damaged. The archive data results are indicative of user advisory messages ua17 (max motor on time exceeded during active operation) and ua2 (compression tracking error) which could have contributed to the reported failure. However it is most likely that these user advisory messages occurred as a result of using weak batteries under load. Damaged cover and damaged battery lock were also observed and were replaced. The customer complaint could not be confirmed as the board was tested and no anomalies were observed and the board functioned as intended. No adverse event was reported.